Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that versacross access solution was selected for use. During the procedure, it was mentioned that the versacross rf wire got caught in the dilator and it could not be inserted. Thus, the rf wire was replaced, and the procedure was completed successfully. No patient complications were reported. The device is not expected to be return for analysis. The rf wire was fully intact. The dilator was manually shaped prior to the issue being noted. A resistance was noted between versacross dilator and versacross rf wire, and it cannot be inserted.